Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for follow-up. It was noted that the atrial lead exhibited multiple noise reversion episodes resulting in noise. Noise provocation maneuvers were performed resulting in atrial lead noise, especially when pressing upon the generator. There were no adverse effects upon device function or patient condition. No medical intervention was performed, and no further action would be taken at this time. The patient¿s condition was good before, during, and after the event and would continue to be routinely monitored.